Event description:
Patient had left total hip replacement in january, 1996. Patient later reported pain on weight-bearing and rotation. Doctor monitored patient for a month, noting loosening of the femoral component. Patient was readmitted for replacement of implant.